Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was (B)(6) pounds. There were no other circumstances that may have led to or contributed to the volume discrepancy. Regarding if the event had been resolved it was noted the patient got a new replacement pump implanted on (B)(6) 2019 which still had normal saline in his pump. Fentanyl was no longer on the managing facility's formulary, so the patient was in the process of looking for a clinician who would fill with fentanyl and accept workman's compensation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml of hydromorphone at 5.506 mg/day (6.861 mg/day with ptm) and 10 mg/ml of bupivacaine at the same dosage, via an implantable pump for spinal pain. The patient reported they encountered the 8476 (motor stall) code on their personal therapy manager (ptm). The patient also heard their pump alarming. The patient reported they began to hear the alarm about three hours earlier on the day of the report, (B)(6) 2019. The patient stated they had a motor stall before their last refill, or at least the thought he remembered the doctor mentioning this before his last refill. The patient had not recently had a magnetic resonance imaging procedure (MRI). The patient had not recently had an encounter with a strong static magnet or other source of electromagnetic interference (emi) source. No falls or trauma were reported. At the patient's last refill, a volume discrepancy was observed. "There was double what there normally was." It was reported "8 something ccs were left over and usually it's around 4." The patient was going in the next week because they were concerned. The patient was directed to follow-up with their healthcare provider. No symptoms were reported. Additional information was received from the healthcare provider (hcp) on (B)(6) 2019. The hcp stated a motor stall had occurred on (B)(6) 2019 and the ptm stopped working for the patient. The logs were checked on the day of the call, (B)(6) 2019 and a stall was first seen on (B)(6) 2019. There were no emi/MRI/magnets present. On (B)(6) 2019 the patient came into the clinic and a 6.5 ml volume discrepancy was noted. The volume was "higher on actual over expectant." The hcp stated on (B)(6) 2019 they programmed the pump to minimum rate and replaced the drug with saline. The hcp stated they were looking to refer the patient to surgeon for a pump replacement as soon as possible. It was reviewed to return the pump for analysis. Additional information was received from the manufacturing representative (rep) on (B)(6) 2019. It was reported the patient was placed on the surgery schedule for monday (B)(6) 2019. No further complications were reported or anticipated.